Event description:
A peritoneal dialysis patient has reported the following incident: appears to be fibrin was clogged around the pin and was blocking the flow of solution. It was learned in speaking with the patient that she had noticed fibrin clogged around the pin. They administered heparin and then the fibrin dissolved, but the pin was described by the reported "disintegrated." As a result, they could not reconnect. The patient received one dose of prophylactic antibiotics for possible contamination. The pin was saved for evaluation. They have used remaining companion samples with no further issues. The patient is fine with no further ill effect.